Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was 120 mg/dl at the time of the incident. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).